Event description:
It was reported that (1) device was used during a bowel resection. It was reported by the affiliate that the pmw35 instrument had jammed staples. Another instrument was used to complete the case. There was no consequence to the pt.